Manufacturer narrative:
Investigation summary: no actual samples were received for evaluation. Five samples from batch 6140348 were returned for investigation. Representative samples were subjected to visual inspection. No defect was observed on the representative samples. Representative samples met the product specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6140348 . Bd was not able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a 25 g x 1 in. Bd eclipse¿ needle fell off after locking the cover over the needle post use. There was no report of injury or medical intervention.